Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to a cylinder fracture with his inflatable penile prosthesis (ipp). It was added that the cylinder fracture was caused by wear over many years and there were no patient complications related to the cylinder fracture. The ipp was explanted and a new device consisting of cylinders, pump and reservoir were implanted. It was noted that the patient is doing well today, and there were no further complications related to this surgery. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.